Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during procedure the physician was able to remove the stylet from the lead but then it was obstructed possibly due to a piece of stylet inside the lead. The lead and stylet were not used and replaced. No patient complications have been reported as a result of this event.